Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-mar-2022 / serial or lot#: (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun h4: mfg date: 24-mar-2021 h5: no  investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6)) were not returned for evaluation. Log file analysis associated with (B)(6) revealed that (B)(6) was the primary controller in use during the reported event. Log file analysis associated with (B)(6) revealed a controller power up event with an associated motor start event was logged on (B)(6) 2023 at 03:25:59. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 42% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point after the loss of power revealed that the power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for fourteen (14) seconds. No anomalies were recorded leading up to the loss of power. Log file analysis also revealed one (1) controller power up without a successful motor start event was logged on (B)(6) 2024 at 21:48:03. After the loss of power at 21:48:03, safety alert word (saw) values were recorded on (B)(6), indicating an overcurrent alert. During the att empted pump start events, log files recorded high power consumption, which required more current from the batteries. This was followed by one (1) vad stopped alarm logged at 21:48:41, indicating that the pump failed to restart after multiple attempts. Review of the event log file revealed two (2) controller power up events with associated motor start events were logged on (B)(6) 2024 at 22:25:02 and on (B)(6) 2024 at 14:45:49. Furthermore, log files revealed one (1) additional controller power up without a successful motor start event was logged on (B)(6)2024 at 02:53:13, followed by two subsequent (2) vad stopped alarms logged at 02:53:51 and 02:58:10, indicating that the pump failed to restart after multiple attempts. Log file analysis associated with (B)(6) revealed a controller power up event with a successful motor start event was logged on (B)(6) 2024 at 11:00:20. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up occurred during a controller exchange. Additionally, log files revealed that the controller was programmed with the patient¿s parameters on (B)(6)2024 prior to the power up. Review of the alarm log file revealed a vad disconnect alarm was logged at 11:00:28, indicating a physical disconnection of the driveline, likely due to troubleshooting of the controller during the controller exchange. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. Log file analysis also revealed motor start events recorded on (B)(6) 2022 at 13:17:03, (B)(6)2022 at 01:57:59, on (B)(6)2022 at 00:39:29, on (B)(6)2023 at 08:18:54, on (B)(6)2023 at 01:38:07, on (B)(6) 2023 at 23:37:54, on (B)(6) 2023 at 02:57:07, and on 1(B)(6) 2024 at 22:25:10, in which the motor start parameters were atypical. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. The most likely root cause of the losses of power to (B)(6) can be attributed to a disconnection of both power sources from the controller as described in the event details, the troubleshooting process, and/or due to the battery discharge overcurrent condition. (B)(4) is investigating controller losses of power. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and the atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted to correct the event description and for additional event information. Additional products: d4: serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that, when the patient accidentally double disconnected the power sources from the controller several times, the vad stopped, failed to restart and vad disconnect alarms occurred. Review of log file data revealed several motor start events with parameters outside of the typical range. It was also reported that the controller was exchanged to an alternate software controller in clinic while the patient was on an intravenous (IV) and automated external defibrillator with the crash cart in the room. It was further reported that the patient was hospitalized for encephalopathy and was reportedly "not entirely with it."

Manufacturer narrative:
A correction supplemental report is being submitted for annex f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have accidentally double disconnected the power sources from the controller and the ventricular assist device (vad) failed to restart. The vad remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.